Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion, and prime, compromised force sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify error alarm due to motor error alarm noted.

Event description:
The customer reported via phone call that the insulin pump alarmed spi to motor pic communication error. The customer¿s blood glucose level was 140 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.